Event description:
It was reported that during a gastrectomy procedure, there was no problem for firing at duodenum on the first time and second time at the stomach. However, at the third firing on jejunum, staple malformed. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.